Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation it was observed that device would not power up. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and technician was not able to duplicate the reported issue. The cause of the reported issue was isolated to the power pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation it was observed that device would not power up. There was no patient involved in the reported event.